Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of dropped device was confirmed, and a missing screw on the right iui connector was found. ¿ on (B)(6) 2025, lvp device was received unboxed and with paperwork. ¿ external inspection revealed a damaged rear case and a missing screw on the right iui connector. ¿ device to be returned to san diego repair center for normal processing. ¿ recommended bd san diego repair center replace the rear case and iui connector screw. ¿ failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dropped device. There was no patient involvement.